Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. The device will be returned for analysis.